Event description:
The customer reported that the shock button failed in op check.

Manufacturer narrative:
The customer reported that the shock button failed in op check. A philips field service engineer evaluated the unit and its status log and determined that the charge button had failed in the op check. He replaced the processor pca to resolve the issue.